Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when loading a new cartridge. Reportedly, the customer was travelling and did not bring the syringes included with the cartridges, and used a syringe for manual injection to fill the cartridge. The customer reported that the syringe used holds 50 units of insulin, and the cartridge was filled with six "syringe fulls", and that it was possible that the cartridge had been overfilled. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge with 150 units successfully and resumed pump therapy.